Manufacturer narrative:
Upon reassessment of the reported event, it was determined this report is a duplicate of MFR number 0001822565-2017-02257. This report should be voided.

Manufacturer narrative:
(B)(4). No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip arthroplasty, the impactor handle fractured. All pieces were retrieved. Another impactor was used to complete the procedure without a significant delay. No adverse events have been reported as a result of the event.